Event description:
Programming history periodic review performed and it was found that on the day of replacement high lead impedance was seen. Patient had a full replacement and the devices are not available for return for analysis. No additional relevant information has been received to date.